Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, and the unexpected delivery of a ventricular tachyarrthymia therapy. High rate non-sustained events and vf detected due to t-wave oversensing with inappropriate shock.

Event description:
It was reported that the patient received an inappropriate shock, and fell as a result. It was determined there was t-wave oversensing (twos) noted on the right ventricular (rv) lead, which led to inadequate antitachycardia pacing, which in turn degenerated into fast ventricular tachycardia (vt) treated with shock therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.